Event description:
It has been reported to liko/hill-rom that a customer experienced an oil leak on their overhead pt lift device. The oil is used in the back up mechanism in the event another component in the lift system were to fail. There is no pt or caregiver impact related to this malfunction. The primary function of the device was not impacted by this malfunction.

Manufacturer narrative:
The device was repaired with an actuator restoration set and was restored to working condition.